Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009 with an intermedics thinline lead. Upon a follow-up performed on (B)(6) 2009, the ICD memories were reviewed: 15 ventricular fibrillation events were observed. A shock was delivered to one of them on (B)(6), 2009. Other 14 events were recorded as "not treated". According to the pt, the shock was felt when taking out laundries from the laundry machine in the morning. The pt was conscious when the shock was delivered. Review of the egms suggested noise over-sensing.

Manufacturer narrative:
Jan 25, 2010: this event concerns a device that was manufactured and used outside the united states. Method, (other): review of the electronic data and files received. In response to the warning letter that the united states food and drug admin issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). The episodes recorded were mostly non sustained noise sensing episodes which did not trigger any therapy (because they were not sustained). However, one episode(s) was sustained enough to trigger an inappropriate therapy (shock), despite of the noise prevention algorithms.